Event description:
It was reported to the service and repair department, the hand piece for battery powered driver runs continuously. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis.device is an instrument and is not implanted/explanted.according to the additional evaluation (service history review) a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)